Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary went dark and user had to open back of pyxis to pull anaphylaxis kit. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was powered out and drawer failure. A field service engineer (fse) performed a proactive systems inspection to ensure all cables were secure and properly connected according to manufacturer specifications. All connections were verified to be in compliance, confirming system integrity. The system functioned as intended after the field service engineer verified the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary went dark and user had to open back of pyxis to pull anaphylaxis kit. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.